Event description:
Review of information previously received from the physician indicates the patient's device was disabled due to lack of efficacy on (B)(6) 2006. Review of the lead device history records confirmed all quality tests were passed prior to distribution.

Event description:
The patient's device was programmed off due to high impedance/lead fracture.

Manufacturer narrative:
Description of event, corrected data: it was found that some information was inadvertently not included on the initial MDR. Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental report #1 incorrectly reported that the patient¿s device was disabled prior to undergoing vns explant surgery due to lack of efficacy. The generator was actually disabled due to the lead fracture identified through system diagnostic testing performed on the same day. The information has been corrected in this report.

Manufacturer narrative:
H6: analysis was performed on the returned lead portion and the reported high impedance was not verified. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Treating physician reported that system diagnostics testing of a vns patient's device during an office visit yielded high lead impedance, indicating possible lead malfunction. It was reported that the patient had fallen off a bike approximately six months prior, but that it was not known whether the fall had caused or contributed to the suspected lead discontinuity because no device diagnostic testing had been performed for some time prior to the fall. The system diagnostics test performed six months after the fall was the first assessment of device function since the fall occurred. The entire device was explanted, excluding the electrodes and were returned to manufacturer for analysis. Analysis of the returned product did not duplicate the report of high impedance. The cause for the high impedance is likely due to a lead break in the portion of the lead that was not returned for analysis. The cause of this break is unknown, but could possibly be due to the fall that occurred 6 months from the dated the high impedance was first noticed. Device reimplant is not planned, due to patient's report of lack of efficacy.